Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. A 8mm x 2.0mm quantum maverick balloon catheter was selected to advance to the lesion. When the physician inserted this device through an unspecified guide catheter, the balloon shaft was broken into two pieces before it reached the lesion. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. A 8mm x 2.0mm quantum maverick balloon catheter was selected to advance to the lesion. When the physician inserted this device through an unspecified guide catheter, the balloon shaft was broken into two pieces before it reached the lesion. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. The balloon was tightly folded. The hypotube was fractured 51.5 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the catheter. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed fracture and kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).